Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation signal on the right atrial (ra) channel causing pacing inhibition. Intermittent high spikes in the ra lead impedance measurements were also noted as well as loss of capture on the right ventricular channel. Troubleshooting is ongoing and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated both the right rate and respiratory rate trend was programmed off. The physician was unable to recreate any minute ventilation noise on the atrial channel afterwards. The impedance measurements were consistent throughout. The implantable cardioverter defibrillator remains in service and there were no adverse patient effects reported.